Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low flow alarms occurred while the patient underwent a right atrial thrombectomy and aortic valve replacement surgery on (B)(6) 2018. The system controller was replaced to address the low flow alarm, however, the alarm continued with the new system controller. There were a few pump stoppage events caused by double power cable disconnects. There were also a couple of pump stoppage events due to the pump being disconnected. No further information was provided.

Manufacturer narrative:
No product was returned for evaluation. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Although the evaluation of the submitted system controller log file confirmed the report of low flow hazard alarms, a specific cause for these events could not be conclusively determined through this evaluation. The evaluation of the log file also confirmed multiple pump stops and low speed events due to the motor stopped command being received, power to the epc controller being lost, and the percutaneous lead being disconnected from the system controller. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established. The submitted system controller log file captured multiple low speed operation events, pump stops, and low speed hazard alarms starting on the timestamp 590 days, 3 hours, 6 minutes. The low speed operation events appeared to be due to the fixed speed being set below the low speed limit. Some of the pump stops were due to the motor stop command being received on the system monitor. Other pump stops were associated with the date and time being reset to 0 days, 0 hours, 0 minutes, which suggest that power to the epc controller was lost. This could have potentially been caused by the simultaneous disconnection of both system controller power cables or the disconnection of the patient cable from the power module. A specific duration for which the pump was stopped during these events not be conclusively established through this evaluation. The remainder of the pump stops appeared to be associated with the percutaneous lead being disconnected from the system controller. Of note, several low flow hazard alarms were noted during the pump stop events, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. The account communicated that the patient was having low flow alarms when undergoing a right atrial thrombectomy and aortic valve replacement on (B)(6) 2018. The patient¿s epc was exchanged, but the low flow alarm did not stop ringing. The alarms were ascribed to the patient¿s shortage of volume. The epc did not have any obvious abnormality, and it would be used at the hospital as a backup. The patient remains ongoing on vad-60146 and no further issues have been reported at this time. The heartmate ii lvas IFU lists thrombosis and peripheral thromboembolic event as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU provides details regarding the recommended anticoagulation therapy and inr range. This document also explains all pump parameters, including pump flow, and explains that pump flow is estimated based on pump power. In addition, this IFU outlines all alarm conditions, including those which may result in a low flow hazard, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU and the heartmate ii patient handbook warn that disconnecting both system controller power leads at the same time will cause the pump to stop, and disconnecting the percutaneous lead from the system controller will result in loss of pump function. Both of these documents also caution that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, will result in reduced pump flows as long as the condition persists. The patient handbook outlines all system controller alarms, as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.